Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted 9 june 2020.

Manufacturer narrative:
Further investigation has been completed and results are consistent with a device failure. This report is submitted on 21 oct 2020.

Manufacturer narrative:
This report is submitted on 27 february 2020.

Event description:
Per the clinic, the patient experienced pain with device use and subsequently was treated with antibiotics (type and duration not reported).